Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center with a hole in the tip, and water continued to leak. During device analysis, it was found that the air/ water cylinder, tube, distal end plastic cover and light guide lens had foreign objects. There was no patient involvement.